Manufacturer narrative:
Device evaluation of monitor (B)(4) and electrode belt (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
10/9/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 4/20/2018. Acknowledgements 1, 2, and 3 could not be located. It was reported that the patient passed away on (B)(6) 2018. The patient was in the hospital at the time of the event in the ICU. It was reported that resuscitation efforts were made without success. Per the ECG and flag data analysis, the patient experienced a treatment event on (B)(6) 2018 prior to passing. The patient experienced a vt arrhythmia on (B)(6) 2018 at 08:07:30 and was subsequently treated at 08:08:06. The arrhythmia was converted to sinus tachycardia at 120 bpm. The patient remained in sinus tachycardia and received five additional inappropriate treatments. The patient remained in sinus tachycardia until 08:22:26 when the patient was in svt with motion artifact. The patient was in svt until device removal at 10:33:51. The patient passed away on (B)(6) 2018.